Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the drawer not being recognized on the communication bus. A field service engineer was dispatched to the location and confirmed that the drawer was operating correctly. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 4.1 was not recognized on the communication bus. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.